Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b1 and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to excessive force and or age-related wear and tear. Additionally, it is possible there was pre-damage to the jaws before operation and the service life of the jaws is considered to be exceeded. However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic laparoscopic colectomy, while using the reusable needle holder, the tip broke and fell into the patient's abdominal cavity. What appeared to be fallen pieces were collected. The device was replaced and the procedure was completed. An additional computed tomography (CT) scan was performed to check for any remaining fragments, but none could be found. The surgical time was increased by approximately 30 minutes or more. There was no reported patient harm.

Manufacturer narrative:
The device was returned and the evaluation found there was a broken part on one side of the working side of the forceps around the fulcrum pin. Should additional relevant information become available, a supplemental report will be submitted.